Event description:
It was reported that the pt is not able to hear. Testing in situ showed 7 channels in status hi and 4 channels in status s/c. An xray was taken on (B)(6) 2012 and showed that all electrodes are in the cochlea.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.